Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 250 units of insulin. The customer was unable to provide a blood glucose value; however, reported blood glucose level was "normal". As the event had occurred in the past, tandem technical support was unable to perform troubleshooting. The customer loaded a new cartridge onto the pump and received an accurate fill estimate.